Manufacturer narrative:
The model number, serial number, and the date of manufacture have been provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Received letter from property insurance regarding a fire that occurred at a home where a pride lift chair was located.

Event description:
Received letter from property insurance regarding a fire that occurred at a home where a pride lift chair was located.

Manufacturer narrative:
The model number, serial number, and the date of manufacture has not been provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Manufacturer narrative:
The joint examination revealed, there was no evidence that the lift chair was the cause of the fire.

Event description:
Received letter from property insurance regarding a fire that occurred at a home where a pride lift chair was located.